Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic experiencing discomfort due to phrenic nerve stimulation, loss of capture was observed on the left ventricular channel. A chest x-ray ((B)(6) 2019) confirmed that the lead had dislodged and migrated. Programming changes were made and there were no additional patient consequences. The patient will continue to be monitored.

Event description:
Additional information indicates that the physician elected to explant and replace the left ventricular lead.

Event description:
Additional information indicates that following the procedure, the patient underwent programming changes to reduce premature ventricular contraction burden. The patient was stable following the procedure.